Event description:
The customer stated that she was connected during the manual prime and primed an entire reservoir full of insulin into her body. The customer was hospitalized to prevent a possible hypoglycemic event. The customer's blood glucose reading at the time of the report was 230 mg/dl. The customer stated that insulin was squirting out during the manual prime. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.